Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. It was noted that the outer tubing was kinked in the medial section at 37 cm. The lead has been bent, so that the overlay tubing is kinked and this restricts the lead from passing through the introducer easily.

Event description:
It was reported that during implant procedure, the lead became stuck in a 9 fr sheath. An insulation defect was noted 1.0 cm proximal to the svc coil. The device was not implanted. No patient complications have been reported as a result of this event.